Event description:
It was reported that "rep was told that during the case the plastic on the ankle clamp broke".

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.